Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Received one speedband device with the ligator head for analysis. A visual examination of the ligator head found six bands with three over six were cross threaded between themselves and one was slightly torn. It was noticed that the ligator head teeth were bent and no other issues were found. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the bands were overlapping. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Investigation results showed that the ligator head teeth were damaged; this is now an MDR reportable event.